Event description:
Pre-operatively, the physician noted partial occlusion of the left common iliac artery, but believed that vascular access would be possible. However, vascular access could not be obtained and the procedure was converted to an aorto-uni-iliac approach with surgical femoral to femoral crossover.